Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 (09/18/2014)-device evaluation:the meter involved with this complaint has been returned on 8/25/2014 and evaluated by product analysis (pa) on 9/12/2014 with the following findings: the primary complaint was confirmed. The meter does not power on when pa inserts test strip. The meter was found to have one clear plastic stuck inside spc connector. The test strips have also been returned to lfs; however, the investigation has not been completed. Once the evaluation has been completed a follow up report will be submitted.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging does not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 2 ¿ (10/09/2014). Device evaluation: the lay user/patient¿s products have been returned on 09/11/2014 and evaluated by lifescan product analysis on 10/07/2014 with the following findings: the test strips passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed however it was found that the strip electrodes were scored. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.